Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no irregularities were found. The bending tip was received broken off. The instrument corresponds to drawings and processes at the time of MFR. Too much force was applied to the tip of the instrument causing it to break off. The instrument is over 5 yrs old.

Event description:
It was reported that during a procedure, the top nose bending piece broke off while bending a plate. The broken piece was not left in the pt and the procedure was completed successfully. No pt harm was reported.